Event description:
This is a spontaneous report by a nurse from the USA of peritonitis. On an unreported date, the patient began peritoneal dialysis (pd) treatment. During a call with baxter customer services, the reporting nurse stated that on an unreported date in 2010, the patient made mistake/touch contamination. On (B)(6)2010, the patient developed peritonitis and was hospitalized the same day. It was unknown whether a peritoneal effluent culture was performed. Treatment information was not provided for the events. Pd therapy was ongoing at the time of the event. The patient was recovering from the peritonitis. It was not reported whether the patient made mistake/touch contamination resolved or whether the patient was retrained in aseptic technique. The patient's medical history was unknown. Concomitant medications were not reported. Per the nurse, the peritonitis was not related to pd therapy. A causality statement was not reported for the patient made mistake/touch contamination.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patient discards supplies after each therapy, the sample was not requested.

Event description:
Patient or device status is reported to the edwards lifesciences implant patient registry. This registry is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. This information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is a not conventional customer complaint. In this case, the device was explanted after an implant duration of approximately one year and two months (14.47 months) due to unknown reason. The same model but one size larger was implanted as a replacement. No further details were provided. Information was learned through our (B)(4) implant patient registry. The device will not be returned as it was discarded by the hospital.

Manufacturer narrative:
(B)(4). A batch review was performed for the suspect lot number (h10f07018), with no defects noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.